Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator with a touchscreen failure. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. It was unknown when this event occurred. There was no report of harm associated with this event. The customer reported that replacing the touch frame assembly resolved this reported event.

Manufacturer narrative:
G4: 20apr2020. B4: 21apr2020. This event did not occur during clinical use - no patient involvement or harm reported. Additional information received from the customer that the replacement of the man-machine interface printed circuit board assembly and not the touchscreen assembly addressed and corrected this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.